Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® precisionglide¿ multiple sample needle the needles pop out of the holder when the blood vial is introduced. The following information was provided by the initial reporter: when some of the needles are screwed into the needle holder to allow for multiple samples to be taken. The needle is introduced into the patient¿s vein when the blood vial is introduced to the holder end some of the needles pop out of the holder, leaving the needle in the patient¿s arm. It cannot then be used and this means that the patient has to undergo more than one puncture.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for needle separation with the incident lot was not observed as all product specifications were met. Evaluation of the returned sample indicated bd msn needle were used with competitors vacuette suh and a tube and bd needles should only be used with bd suh. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd vacutainer® precisionglide¿ multiple sample needle the needles pop out of the holder when the blood vial is introduced. The following information was provided by the initial reporter: when some of the needles are screwed into the needle holder to allow for multiple samples to be taken. The needle is introduced into the patient¿s vein when the blood vial is introduced to the holder end some of the needles pop out of the holder, leaving the needle in the patient¿s arm. It cannot then be used and this means that the patient has to undergo more than one puncture.